Event description:
The event is reported as: complaint alleges: "customer says that when the cuff is inflated; the smaller indicator balloon does not stay inflated, therefore the doctor is uncertain if the cuff is definitely inflated." No customer injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.